Event description:
Patient called lfs alleging that their test strips were cut too large and would not fit into the meter. There was no evidence of an adverse event or meter malfunction. Patient confirmed that the strips appeared to be miss-cut. The customer service representative discussed product discontinuance.